Event description:
Information was received from a friend or family member of a patient who had an implantable neurostimulator (ins) for multiple back operations. It was reported the implant wasn't helping the patient and the patient voluntarily had the device explanted. Details regarding the explant (including the event date, reason for explant, and location of explant) were not known.

Event description:
Additional information received from the consumer reported the patient didn't remember anything about the device due to their age. The consumer knew the patient had the device removed, but they didn't know why.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.